Event description:
During an emergency craniotomy, while removing the bone flap with a 2.3 tapered router, the router snapped into two pieces. It appeared to be a clean break. X-rays were completed which showed negative foreign body to ensure patient safety.